Manufacturer narrative:
The reported complaint of the quattro catheter (lot # 82372) leak was confirmed during the functional testing. A pin hole leak on the shaft was observed. The probable root cause could be due to a latent material defect. Upon visual inspection, no evident physical damage was observed on the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak on the shaft was observed at 2 cm away from the distal end of manifold. The catheter was inspected under the microscope to confirm the pinhole noted during functional leak test, thus confirming customer complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 82372.

Event description:
During patient use, the user observed decreasing saline volume in the saline bag. The user was unable to identify the location of the leak. Replaced both the start-up kit (suk) and the quattro catheter to continue the treatment. No additional information was provided. No known impact or consequence to patient.